Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device exhibited unexpected battery longevity and it was noted that not long after the implant procedure, the right ventricular (rv) lead had shown high rv thresholds due to lead dislodgement. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.